Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t12-l5 fixation due to diffuse idiopathic osteoplasia. It was reported that after the cement injection, cement leaked from the left screw head side of l5. Due to the leaked cement, the screw head lost its mobility, so the screw was removed using a head positioner. As a result, the fixation on the left side became th12/l4. The removed l5 left had cement injected into the vertebral body from the screw tip side, so considering the risk of cement displacement, no replacement was made with a new screw. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.